Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 58 mg/dl and carbohydrates were consumed to address the low bg level. The customer did not know what caused the low bg. Although requested, the customer did not download the pump data so additional investigation could not be performed.

Manufacturer narrative:
The pump logs were reviewed. The pump logs do not indicate that the insulin pump caused the reported low blood glucose levels. There is no evidence that the insulin pump experienced a malfunction or failure.